Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for 12 years and six (6) months, underwent a valve-in-valve procedure due to severe mitral stenosis secondary to severe prosthetic valve degeneration. A tmvr was successfully performed with an edwards transcatheter valve. Tee showed that the new valve was well-seated with no significant valvular or perivalvular regurgitation and a significant drop in what appeared to be the stenosis with good leaflet mobility of the prosthetic valve. The patient tolerated the procedure well with no complications. He was transferred to the ICU for recovery.